Event description:
It was reported that when the shaver was used during surgery, it was making a grinding noise and metal shavings were coming off.

Manufacturer narrative:
When tested, the returned device rotated freely and functioned properly. On visual inspection following testing, no shavings were found to have come off the device.